Manufacturer narrative:
Name: medtronic minimed, country: united states of america, street: 18000 devonshire street, city: northridge, state, province or territory: california, post office or zip code: 91325. Based on the available information, this event is deemed to be a serious injury. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient was experienced high blood glucose levels of 400mg/dl on (B)(6) 2026 due to bent cannula. The patient was treated with pump. The infusion set was in use for one day.